Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9,g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced reel , ac power cord, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received part with a reported unit failure of the ground prong being broken. The fat performed a visual inspection and found the part to have a broken ground prong. Confirmed the failure but no root cause defined. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) power cord ground pin was found to be broken off .there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.